Event description:
During a generator replacement surgery due to battery depletion, the patient's newly implanted generator showed high lead impedance when connected to the existing lead. The company representative tested the new generator with a test pin and diagnostics were normal. The company representative then re-inserted the lead to establish good connection 3 times but kept seeing high impedance each time. The lead was replaced and the explanted lead was discarded. The impedance value was within normal limits when the new lead was connected to the generator.